Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that during an unspecified spinal surgery the screw of the pituitary between the top and the shaft fell out.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The superior shaft is broken at the lower portion of the pivot pin hole, and the upper shaft is cracked, with the interfacing hole shows edge deformation, consistent with overload.